Manufacturer narrative:
The lead is currently not available for analysis. Conclusions regarding the clinical observation cannot be drawn for the time being. The analysis will continue as soon as new information is available.

Event description:
Ous MDR - it was reported that the lead became dislodged 3 days after the implantation, resulting in no capture. The lead was repositioned. No deterioration of the patient's state of health was reported.